Event description:
It was reported that the user experienced hyperglycemia with unclear cause while using the ilet system, with concern for a bad infusion site and continued use of the same infusion set, and approximately 140 insulin units dispensed as reflected in engineering logs and alerts. Symptoms included elevated blood glucose. Outcomes included user counseling and troubleshooting completed without need for medical intervention or hospitalization. Investigation included review of device alerts, system logs, and user-reported infusion set practices. Investigation of this case revealed no confirmed device malfunction; findings were consistent with possible infusion site or set-related delivery issue without verifiable hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.